Event description:
It was reported that during a prostate procedure, a side-firing was observed to have damage at the tip at 52522 joules. The fiber tip of the second side-firing fiber was noted to be burnt at 62006 joules after 12 minutes of use. The fiber tip of the third side-firing fiber was observed to have been broken at 32552 joules after 7 minutes of use. The procedure was completed with turp. "No harm to the patient reported and patient was reported to be ok". No further information was reported.